Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusino test due to a slightly loose drive support disk. The motor was tested outside of the device and passed. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 97 mg/dl. Customer stated that it is possible to fill the tube manually. Customer was advised to change the complete set. Customer was advised to deliver a 5.0u via fill cannula. Motor error alarm occurred 4 times in the last 30 days. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.